Manufacturer narrative:
A1 and a4 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the 76-year-old male admitted in with known coronary artery disease, and with a plan for a protected percutaneous coronary intervention (pci). The underlying medical history was not shared. The cp was successfully supporting when there was hypotension. The patient had come in with a pressure of 146/88 but dropped to a low of 66/33. To treat the hypotension the patient was given volume administration and monitored. After the pci the pump was explanted and patient survived the drop in blood pressure.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.